Event description:
Manufacturer received an email reporting discrepant results, but no patient information provided. Comparison 1:4.8 inr and a lab of 3.48 inr. Comparison 2:4.7 inr to a lab of 3.29 inr. No adverse event reported. Requested return of suspect device and replacement was sent.